Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), free thyroxine (ft4), and thyroxine (t4). Of the mentioned tests, the sample had erroneous results for ft3 and ft4. The date of the event was asked for, but not provided. This medwatch will cover ft3. Refer to the medwatch with (B)(6) for information referring to ft4. The sample was initially tested at the customer site on an e601 analyzer. During investigations, the patient sample was tested on a modular pe analyzer and a centaur analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e601 analyzer serial number used at the customer site was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined as there was not adequate sample volume remaining for further investigation. A general reagent issue can most likely be excluded. Given the different setups of all assays, the antibodies used and the variances in reference methods, differences in values may occur when comparing these assays from different vendors. In addition, the values of all thyroid parameters vary in function of age, gender and other population characteristics.